Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. Upon evaluation, the battery charger connector was corroded and the battery pca board was damaged. The root cause for the damage and corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger. The last patient to use this battery charger did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the battery charger connector was corroded. The last patient to use this battery charger did not report any deficiencies.